Manufacturer narrative:
The received device had the adhesive pad removed during the investigation. Investigation of the bottom housing indicates that the adhesive was properly welded to the device. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. A leak test was performed, and no leaks were observed throughout the entire fluid path. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose level reached 416 mg/dl, while wearing the pod between 24 and 36 hours on the leg. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was delivered.